Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm maverick balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmospheres and at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter with no original packaging. A stopcock was attached to the hub. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole with a scratch adjacent to distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm maverick 2 balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmospheres and at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.